Manufacturer narrative:
Investigation found both requests in the driver log, but both contained the same ids, which were then correctly returned by poccelerator along with the demographic information for the requested patient. No issues with either poccelerator or the meditrac driver were detected during the investigation. Siemens has requested more information on the associated rp500 device so the device can be investigated for potential issues. Poccelerator's driver and middleware are working correctly based on all available information with no indication of faulty processing. The cause of this event is unknown.

Manufacturer narrative:
The investigation has been completed on the returned instrument log files. The instrument logs from the rapidpoint 500e running v5.3.1 indicated that the user/operator incorrectly scanned the same barcode for two different back-to-back patient samples. There is no evidence of the rapidpoint 500e instrument performing incorrectly. The event was due to user error. No product problem identified.

Event description:
The customer reported that the results from one patient were assigned to a different patient ID. There is no report of harm due to this event.

Manufacturer narrative:
The customer has provided instrument files for investigation. Investigation is underway.the cause of this event is unknown.